Event description:
It was reported the 511sd was used during a laparoscopic cholecystectomy. It was reported the white o ring fell out of the device. It was retrieved with a clip applier and a new trocar was used to complete the case. The device was from a kit, lot #l49r04. There was no consequence to the pt.